Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A nurse manager reported that there were air bubbles in a flogard IV solution set. According to the report, the customer noted that this occurred on channel a during a dextrose 5%, nacl 0.45%, and nahco3/kcl drip. There was no report of patient injury or medical intervention in association with this report. No additional information is available.

Event description:
A nurse manager reported that there were air bubbles in a flogard IV solution set. The customer was receiving an infusion of chemotherapy. According to the report, the customer noted "IV mtx was running at 25 ml/hr in baxter pump channel c". There was no report of patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected device was not received for evaluation, though photographs were provided. The photographs were unclear and unable to verify the reported condition. However, two reserve samples were visually and functionally tested per product specifications. These devices were connected to solution bags and functionally tested on an unspecified infusion pump. This testing was unable to verify the reported condition, as no air bubbles were observed during the tests. No cause was able to be determined for the reported condition. Should additional relevant information become available, a supplemental report will be submitted.